Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found that the uninterruptible power supply (ups) on the mvs was turned off. The issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been received by the manufacturer for evaluation. No parts were replaced.

Event description:
A medtronic representative reported that outside of a case, the mobile view station (mvs) was not receiving power. Upon pressing the power button, there was no indication that the system was receiving power. The site reportedly tried multiple outlets and the issue was not resolved. No patient was present when this issue was identified.